Event description:
The hospital experienced an esophageal fistula this year. Further information is unavailable at this time.

Manufacturer narrative:
Corrected information: b2, h1. Additional information: b3, b5, e1, g3, h2, h3, h6.

Event description:
The hospital experienced an esophageal fistula this year. It unknown if any intervention was performed. There were no performance issues with any abbott device. The generator was tested by service engineer and no issues were noted. The generator was returned to the customer. New information received from the hospital noted that the patient expired.

Manufacturer narrative:
Review of the provided fsr found that no anomalies were noted with the functionality of the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received and the investigation performed, the root cause remains unknown. It is uncertain which manufacturers system was used during the procedure which resulted in the fistulas. The possible systems used were the ensite and ampere, carto or cryo. Further information has not been provided including no further information regarding the fistula. The physician has been confirmed for report (B)(4), however it is unconfirmed what physician performed the procedure during this event.

Event description:
The hospital experienced an esophageal fistula this year. It unknown if any intervention was performed. There were no performance issues with any abbott device. The generator was tested by service engineer and no issues were noted. The generator was returned to the customer.